Event description:
It was reported that the device was undersensing in the atrium and indicated elective replacement (eri). The device sensitivity was reprogrammed to attempt to correct the atrial undersensing, however the reprogramming caused far field r wave (ffrw) oversensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.